Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d5; g3; h2; h3; h4; h6 suggested component code: mechanical (g04) ¿ impactor visual examination of the provided picture identified outer surface of the liner impactor with a vertical split running from the edge through to the centre point. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner impactor was found to be broken. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.